Manufacturer narrative:
(B)(4). The defective control board was investigated by the manufacturer. A visual check was performed, no abnormalities were found. After the visual check the control board was installed in a hcu20 device for testing. The reported error message ¿err safety s¿ was reproducible. During measuring the resistors r38 and r49 on the board, it was noticed that the resistors can be moved easily and during further investigation the resistors flaked off from the control board. After re-soldering of the two resistors the error message "err safety s" no longer occurred. The most probable root cause is that the solder joints have loosened due to the age of the unit.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 09:21 am (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4) submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag (B)(4). A maquet field service technician was on site and investigated the unit and found a defective control board. The defective control board had been replaced and calibrated. Level indicator and temperature measurement tested successfully. Functional tests and test run had been performed also successfully. Electrical safety according to iec 62353 was tested: protective conductor resistance: 0.098 o insulation resistance: 74,8 mo leakage current: 358 ua the defective part had been reclaimed and will be investigated as soon as available. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
"During surgery the hcu 20 unit displayed the error message "safety s". The unit had been exchanged immediately so there was no harm for the patient and no delay in surgery." (B)(4).